Event description:
It was reported that following an atrioventricular (av) nodal ablation procedure, this cardiac resynchronization therapy defibrillator (crt-d) system exhibited crosstalk oversensing on the right ventricular (rv) channel. The device sensitivity was adjusted to reduce its sensitivity, which resolved the crosstalk oversensing. However, technical services (ts) was consulted and recommended further evaluation of the rv lead to confirm proper positioning and rule out any movement. As a result of this event, the patient was hospitalized overnight. No additional adverse patient effects were reported. This crt-d remains in service.